Event description:
It was reported that during a da vinci-assisted hysterectomy-malignant surgical procedure, the system had a non-intuitive motion with the endoscope. The customer had noticed a strange noise when rotating the endoscope by hand. An intuitive surgical inc. (Isi) technical support engineer (tse) reviewed the system logs and the logs were clear. The tse advised the customer to aex the endoscope. The procedure was converted to laparoscopy with no patient harm and no delays. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information regarding this event: the reported issue was identified shortly before the end of the surgery. The endoscope moved in the opposite direction. The reported issue persisted, even after reinstalling the optics. The procedure was converted to laparoscopy for the final touch and uterus was retrieved.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The endoscope was replaced and the system was power cycled to resolve the reported issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.